Event description:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and got stuck in a fully deflected position. The physician attempted to remove the catheter from the patient, experiencing difficulties and forcing to pull it out. After the physician was able to deflect the catheter, it was successfully removed from the patient with no consequences. Based on the current information, as the catheter was blocked in a fully deflected position, it was determined for this event to become reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 20, 2014. The analysis has begun but is not completed at this time. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a navi-star thermo-cool electrophysiology catheter and got stuck in a fully deflected position. The physician attempted to remove the catheter from the patient, experiencing difficulties and forcing to pull it out. After the physician was able to deflect the catheter, it was successfully removed from the patient with no consequences. Based on the current information, as the catheter was blocked in a fully deflected position, it was determined for this event to become reportable. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that catheter had a slight scratch in the tip surface. The tip was slightly bent. Then per the event, a deflection test was performed and the catheter passed. Catheter deflection mechanism was test and it was working properly. The catheter did not get stuck on deflection position during the analysis. However due to this bent on the curvature it appears to be slightly deflected failing the precurve test. A x-ray image was taken of the catheter bent area and no internal damage was observed. It could not be determined how the tip area got damaged, although it could be due to the efforts taken to remove the catheter. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint regarding the catheter getting stuck on deflected position was not confirmed; however, during the analysis the tip was found slightly bent. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As the lot # 15702452m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).